Event description:
It was reported that the pt had an infection in the pump pocket. Pump explant was planned. The pt was receiving baclofen 300 mcg/day; the hcp planned to provide the pt with oral baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report.